Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer experienced elevated blood glucose levels in the 600's (mg/dl). Injections were delivered to address bg levels. Due to the event occurring in the past, troubleshooting to determine the source of the occlusion was unable to performed with tandem technical support.